Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available.

Event description:
A customer reported receiving an error 3 message upon strip insertion using his freestyle freedom lite meter. The customer stated he needs to test six times per day. As a result of receiving the error 3 message, the customer reported that on (B)(6) 2011 at 11:30pm, he experienced symptoms he described as "real dizzy, cold sweat and throwing up." The caller also reported that he experienced a seizure. The caller reported self-treatment as "took his seizure pill" (unspecified prescription medication.) No other treatment was reported. There is no report of death or permanent injury associated with this event.